Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages, arrhythmia alarms, and check therapy pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt bessages, check therapy pad messages, arrhythmia alarms) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The cause for the failure was isolated to an open wire in the trunk cable. The root cause for the open wire could not be positively identified. There was no adverse event that resulted from the damaged belt.